Event description:
Trend function faulty.

Manufacturer narrative:
Replaced gas springs x2 to repair no trendelenburg. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.